Event description:
Patient reported "deformation", "folds", "accumulation of free fluids in the folds" and "calcifications". Patient also reported "multiple anechoic formation with thin walls, cysts" considered not device related. Later healthcare professional reported "capsular contracture baker grade iii" and "periprosthetic seroma". This record is for the left side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and seroma-late photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a physiological phenomenon. Cyst(s): unable to observe as it is a physiological phenomenon. Seroma-late: unable to observe as it is a physiological phenomenon. Calcification: not observed through provided photos. Crease/folding of implant: not observed through provided photos. Deformation: not observed through provided photos. No further actions are required since no issue in the manufacturing of the device is observed.